Event description:
It was reported nexprobe was not recognized correctly by the ¿neurovigator system (treaon).¿ the reporter stated that wrong measures were reported. The reporter further stated the procedure was repeated with another nexprobe. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the nexframe nexprobe found the spheres had reduced reflectivity. When tested with a stealth station the nexprobe was recognized. All the returned spheres had minor scuffs on them and two had foreign material on them which can cause reduced reflectivity during use. The reduced reflectivity results higher probe geometry errors versus "clean" spheres. It cannot be determined if the scuffs would have occurred during the implant procedure or resulted from the shipping and handling of the product when returned for analysis.

Event description:
Additional information received reported the patient was doing well. The reporter stated the patient did not receive therapy since they were not implanted.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.